Manufacturer narrative:
Per tandem's user guide: the t:flex cartridge can hold up to 450 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge to resolve the issue.